Manufacturer narrative:
The calibrations and qcs were within the specified ranges. The customer has not reported any other issues after the service. The investigation determined that the service action resolved the issue. The specific cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas 6000 c (501) module for one patient. The initial result was 62.40 miu/ml, and the repeat result was 5420 miu/ml. The repeat result was deemed to be correct. The sample was repeated after the patient had a discussion with the doctor, and the doctor requested the repeat.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). A field service engineer (fse) determined that the reagent pack was nearing expiration and was nearly empty. The fse completed testing using the in-use pack and confirmed the abnormal results. The fse replaced the reagent pack, verified adjustments, performed precision testing, verified precision with two other assays, and verified the customer's qc history with no other issues noticed. The investigation is ongoing.